Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: wear abrasion, fold creases, white particles and a curved opening with striated edge. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage.

Event description:
Healthcare professional confirmed left side rupture and capsular contracture, baker grade "iii/IV". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Patient reported a left side rupture and capsular contracture, baker grade iii/IV. Device remains implanted.